Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet contacted support with concerns about insulin delivery while experiencing low blood glucose readings, including values of 80 mg/dl and later 72 mg/dl, and was educated on viewing the insulin delivery graph and the ilet¿s automated suspension behavior near 70 mg/dl. Symptoms included hypoglycemia. Outcomes included use of oral glucose and completion of troubleshooting and education without hospitalization. Investigation included customer counseling on device operation and review of device behavior through the app¿s insulin delivery graph. Investigation of this case revealed no device malfunction and that the event was consistent with early adaptation of automated insulin delivery and the system¿s protective reduction or suspension of insulin as glucose approaches the threshold. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to physiologic variability during initial use rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.